Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the report was inadvertently submitted under the wrong MFR number. The new report will be submitted under MFR: 0001822565-2017-08193.

Manufacturer narrative:
(B)(6). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09967, 0001825034 - 2017 - 09968. Concomitant: unk humeral component, unknown part/lot; unk ulnar component, unknown part/lot; bearing comp, unknown part/lot; condyle kit, unknown part/lot; screws, unknown part/lot; pin, unknown part/lot; plug, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address septic loosening and prosthetic infection. No further information has been made available at this time.